Event description:
It was reported that during a low anterior resection procedure, at first the firing handle could not be grasped as the firing handle was too hard. When the anvil was loosened a little from the device and closed again, it could be fired. It was found that the one-third of the tissue ring was lacked at the left back wall. Additional suture was performed. It was confirmed the punched washer was leant. The doctor commented that the washer might have been pushed forcibly when he had grasped the firing handle hard at first. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information 11/09/2009: meaning of: "one-third of the tissue ring was lacked at the left back wall" the tissue ring was not formed completely, so one-third of the tissue ring was missing. And " it was confirmed the punched washer was leant." It means that the punched washer was inclining on the instrument after the firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.